Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial alignment guide was found bent, but fractured upon the attempt to correct it. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the reported issue as the long spike was broken and the short spike is bent posteriorly. DHR was reviewed and no discrepancies relevant to the reported event were found. Previous corrective action was taken to help mitigate the reported issue. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.